Event description:
Pt developed hydronephrosis after condom catheter was placed 2/20/97. Catheter was removed 2/24/97 after ultrasound revealed bilateral hydronephrosis cath had been checked for leakage and output had been recorded. There was no other documentation of care in pt's record. Pt transferred to tertiary ctr 2/25/97 where partial penectomy performed w/17 to days.